Manufacturer narrative:
(B)(4). Catalog number 062941-002 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Buried bumper syndrome and stoma site infection are known complications of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy (peg) tube. Since (B)(6) 2017, the peg tube could not be mobilized. On (B)(6) 2017, the patient had a routine endoscopy. During the endoscopy a buried bumper syndrome was confirmed. The duodopa treatment was not interrupted. Additional information indicated that the patient developed stoma site infection. Patient was treated with antibiotics augmentin 1 gm twice a day for 7 days with local betadine treatment. The patient will have surgical removal of buried bumper.

Manufacturer narrative:
Reference record (B)(4).

Event description:
Additional information received indicates that on (B)(6) 2017, patient was hospitalized for the surgical removal of the duodopa administration system, in order to resolve the buried bumper. The duopa therapy is temporarily interrupted till a new gastrostomy is performed. The patient was put on oral therapy with isicom per the recommendation of the prescribing physician. The surgical outcome of removal of buried bumper was favorable and patient is recovering.